Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 317 mg/dl with extreme drowsiness, confusion and unspecified ketones associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that there was no damage to the pump or battery cap. It was also revealed that there were no unconfirmed alarms in the alarm history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: there were no pump reboots observed in the black box. The battery cap was not returned, so a test cap was used and was able to fully tighten to the pump and was exercised for 24 hours with no power interruptions duplicated. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump cover was removed and there was no damage found internally. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).